Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed. The root cause was determined to be from the supply bag falling and disconnecting. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow up will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's technical service center to request assistance ending therapy on the homechoice (hc) machine during dwell 2. The home patient (hp) stated the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to end therapy and start therapy over with new supplies. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted hp on (B)(4) 2011 regarding the reported problem. The hp stated she did start over and finished therapy successfully. The hp stated it was her fault that it was disconnected. The hp stated that the bag fell off the machine and she tried to place it back onto the heater plate when it disconnected. The hp stated she has not had further problems and has been continuing therapy normal.